Manufacturer narrative:
H.6. Investigation summary: two photos and twenty blister packs (p/n 309649) were received and evaluated. Seven were fully sealed and confirmed to be from batch 9018664. Twelve were fully sealed and confirmed to be from batch 9018667. One was opened and empty from batch 9018667. Sixteen of the samples were observed to have spots of black foreign matter attached to the outside of the barrel. The black spots appeared to be ink and each of the sixteen syringes contained a rejectable amount per product specification. Potential root cause for the foreign matter defect is associated with the marking process. This was likely caused by barrels making contact shortly after being printed. At this time the ink may not have fully dried leaving contact smears. No corrective actions are necessary based on the defective rate identified. Batch 9018664 and 9018667 are considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It was reported that prior to use, foreign matter was discovered in syringe with bd 5ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: I have had some 5ml syringes passed to me today with numerous marks on the syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9018664, medical device expiration date: 2023-12-31, device manufacture date: 2019-01-18. Medical device lot #: 9018667, medical device expiration date: 2023-12-31, device manufacture date: 2019-01-18." Device evaluated by MFR: a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use, foreign matter was discovered in syringe with bd 5ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: I have had some 5ml syringes passed to me today with numerous marks on the syringes.